Manufacturer narrative:
Corrected data: d4 ¿ UDI. One device was received for evaluation. Visual inspection found the device to be in used condition, a bubbled dso seal, worn uso seal, and a scratched lcd lens. There was no evidence in the event history log. Functional testing was able to verify the reported problem. It was determined that dso seal was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the black membrane was damaged. The event occurred during testing. There was unknown delay in therapy. There was no physical damage reported. There was no patient involvement, and no patient harm/adverse event was reported.